Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the learn circuit test failure and the display failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported learn circuit test failure was due to contamination of the device pneumatic block and the display failure was due to an isolated component failure on the device lcd panel. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.